Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2016-89785. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose the day before. Her blood glucose was 450 mg/dl; she treated but thinks she over treated because the day of the call, her blood glucose was low at 54 mg/dl. The customer treated with food. The customer stated that the infusion sets gets clogged and her blood glucose rises. The customer stated that when she takes the cannula out, there is white deposit at the end. The customer also reported the insulin pump had cracks around the reservoir compartment and a piece missing from the battery compartment. The customer declined troubleshooting. The infusion sets were replaced but not returned for analysis.